Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies and manually administered insulin, but root cause could not be determined. Customer's blood glucose level was above 500 mg/dl. Customer reverted to manual injections for insulin therapy.